Manufacturer narrative:
(B)(6). The lot was manufactured january 9, 2018 - january 12, 2018. One actual folfusor was received at the plant for evaluation. The unit was returned to the plant containing no fluid in the bladder. Visual inspection on the returned unit via the naked eye shows no signs of physical abnormality that could have caused the reported flow problem. A functional flow rate test was performed. The flow rates were found to be within the product specification range. The reported issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not fully infuse the patient. This was identified upon disconnection of the device. The device was filled with 4600mg of fluorouracil diluted in 115ml of 0.9% sodium chloride. There was no report of patient injury or medical intervention associated with this event. No additional information is available.